Event description:
It was reported that upon receipt by the distributor, an abnormality was observed on the chinese label; the downstream distributor discovered label irregularities. We noticed an issue with the chinese labels on the back of the goods purchased in (B)(6) 2026. The labels on the goods received in february by a beijing weixian distributor are abnormal. The actual product lacks model number and specifications, and the product qr codes are incorrect. When the products are received into inventory, the barcode on the seal is scanned; the chinese label is not scanned. The issue only exists on the chinese label of the fred product. The actual products lack model numbers and specifications, and the product qr codes are incorrect. There was no patient involvement; the issue was reported at the distributor site.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.